Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly" messages. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be displaying "cassette not attached properly" issue alarm message during the investigation. The issue did not reoccur after resetting the low volume. It was determined to be caused by the downstream occlusion sensor, dso. The defective dso was replaced.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached properly reattach cassette" alarm when attached and had scratched screen. No patient injury reported.